Manufacturer narrative:
This is no longer a reportable event. No additional supplemental MDR's are required unless additional information received indicates a reportable event. Associated with MDR#: 2029214-2023-01342. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported site clinical event investigator adjudicated that this event was not related to the procedure. The medtronic study sponsor aligns with the cec assessment. Thus, as there was no reported device malfunction and the event was not related to the medtronic devices or procedure, the event no longer meets the definition of a complaint. This is no longer a reportable event. No additional supplemental MDR's are required unless additional information received indicates a reportable event.

Event description:
Additional information received reported a mechanical thrombectomy. It was noted that the ae was possibly related to a study procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a patient who had a post-operative complication following a thrombectomy procedure in which a solitaire x stent retriever and rebar-18 microcatheter were used in the index procedure on (B)(6)2022. There was reported intra-operative issue or device malfunction/deficiency. Post-operative non-contrast computed tomography (ncct) of the brain on (B)(6)2022 showed no evidence of new infarct or brain bleed and ncct on (B)(6)2023 showed no evidence of obstructive hydrocephalus, herniation, or midline shift. However, the patient's lower extremities were cold and toes were blackening and the patient was diagnosed with bilateral lower limb ischemia, more significant in the left than right (l>r). The patient underwent an additional procedure on (B)(6)2022 for left transfemoral embolectomy and fasciotomy. It was noted that a cardioembolic source was considered. After the embolectomy + fasciotomy procedure, the patient's lower limb symptoms gradually recovered with no new deterioration in neurological status. The patient was discharged on (B)(6)2023 after a prolonged hospitalization. The site assessment of the event concluded the event was possibly due to an underlying patient condition and not related to the medtronic devices or the procedure. However, the medtronic study sponsor assessment concluded the event was not related to the medtronic device but, conservatively, also concluded that the e vent was possibly related to the patient disease under study/index stroke and possibly related to the procedure. Additional information received reported the final mtici score achieved in the procedure was 2b and post procedure 24 hr nihss score was 7 which improved at 3 month follow-up as 2. Mrs score at 3 mouth follow-up is 1.

Manufacturer narrative:
Associated with MDR #: 2029214-2023-01342 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.